Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to deformation of the up/ down knob and a cut on switch 2, the water tightness was lost. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: adhesive on the bending section cover had a chip, plastic distal end cover had a dent and a burn, adhesives around the light guide lens had a white clouded area, adhesives around the objective lens had a white clouded area, plug unit was deformed, forceps channel port was shaved, paint on suction cylinder was peeled, suction cylinder was shaved, switch 2 had a cut, adhesive on the bending section cover had a crack and a white clouded area, connecting tube had discoloration, and multiple parts had a scratch. The device was returned and evaluated, and a foreign object came out of the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, there was no delay in the start of precleaning, the customer did flush the air/ water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer flushed the air/ water nozzle/ channel with the detergent solution, and the customer wiped/ brushed the air/ water nozzle with clean lint-free cloths, brushes, or sponges. According to the customer, the following detail regarding the cds process was unknown: what the foreign material was. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had water leakage. The device was returned for evaluation. During the device evaluation, the foreign object that came out of the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in cf-xz1200l/I operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in cf-xz1200l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.